Event description:
It was reported that stent migration and vessel dissection occurred. The target lesion was located in the proximal intermediate artery. A 2.50 x 12 synergy¿ drug eluting stent was implanted to treat the lesion. The stent was positioned at the ostium. However, it appeared that the ostium was missed due to a slight movement of the stent during deployment which caused a small dissection. Another 2.50 x 12 synergy¿ stent was advanced with no difficulty and overlapped to the first synergy stent distally to cover the dissection. The procedure was completed with no further patient complications reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).